Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection which was manifested by abdominal pain and cloudy drain. The cause and treatment for the event were not reported. The patient was hospitalized for the event. At the time of this report, the event was ongoing and the patient remained hospitalized. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.